Manufacturer narrative:
(B)(4). Due to the impression from the imaging review, it is deemed that the dvt is secondary to the thrombosis, which is addressed in (B)(4), FDA ref# 3002808486-2016-00225. Therefore (B)(4), FDA ref# 3002808486-2016-00226 will be canceled with reference to (B)(4), FDA ref# 3002808486-2016-00225.

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 gunther tulip filter. The primary reason for the filter placement was risk for vte, for surgery, and the patient had a contraindication to anticoagulation. The filter was able to be delivered and deployed in the intended location. There was no evidence of filter fracture, deformation, premature release, filter jump, migration, or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (three days post-procedure), the patient was hospitalized. On (B)(6) 2016 (11 days post-procedure), while still hospitalized, the patient was diagnosed with a caval thrombosis, the diagnosis supported with a venacavagram. Treatment included thrombolysis with catheter direct thrombolysis and a thrombectomy. The patient received seven units of red blood cells, two units of platelets and one unit of fresh frozen plasma. The patient was also diagnosed with renal failure requiring intervention, placement of a dialysis catheter for crrt (manufacturer report# 3002808486-2016-00225). On (B)(6) 2016 (12 days post-procedure), the patient was diagnosed with dvt, location unknown at this time, diagnosed per ultrasound and venacavagram. Thrombus was identified in the right and left pelvic veins and the bilateral lower extremity veins. There was no evidence of filter fracture, deformation, embolization, or migration. Tilt and filter leg interaction with ivc wall is unknown. Treatment included catheter directed thrombolysis and thrombectomy. The site indicated that the pre-existing condition of history of dvt caused or contributed to this event (manufacturer report# 3002808486-2016-00226). Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 gunther tulip filter. The primary reason for the filter placement was risk for vte, for surgery, and the patient had a contraindication to anticoagulation. The filter was able to be delivered and deployed in the intended location. There was no evidence of filter fracture, deformation, premature release, filter jump, migration, or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (three days post-procedure), the patient was hospitalized. On (B)(6) 2016 (11 days post-procedure), while still hospitalized, the patient was diagnosed with a caval thrombosis, the diagnosis supported with a venacavagram. Treatment included thrombolysis with catheter direct thrombolysis and a thrombectomy. The patient received seven units of red blood cells, two units of platelets and one unit of fresh frozen plasma. The patient was also diagnosed with renal failure requiring intervention, placement of a dialysis catheter for crrt (manufacturer report # 3002808486-2016-00225). On (B)(6) 2016 (12 days post-procedure), the patient was diagnosed with dvt, location unknown at this time, diagnosed per ultrasound and venacavagram. Thrombus was identified in the right and left pelvic veins and the bilateral lower extremity veins. There was no evidence of filter fracture, deformation, embolization, or migration. Tilt and filter leg interaction with ivc wall is unknown. Treatment included catheter directed thrombolysis and thrombectomy. The site indicated that the pre-existing condition of history of dvt caused or contributed to this event (manufacturer report # 3002808486-2016-00226). Patient outcome: the patient remains in the study.